Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt experienced an unexpected outcome (cylinder did not change from preoperative cylinder) and is unhappy. In a follow-up, the technician reported the event continues and the pt will need laser vision correction. The technician reported the lens is in the bag, and no posterior capsule opacification has been noted. In the surgeon's opinion, it is unknown if the device caused/contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 01/27/2012 by phone, fax, and mail. A completed questionnaire was received on 01/30/2012. (B)(4).